Event description:
The customer reported a battery failed on the cadex. Philips evaluated the battery and found the battery caused a shutdown where there was an inadequate low battery warning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.